Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Customer indicated the use of an unspecified company cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece and viscoelastic were indicated, which are qualified for this lens with the qualified cartridge combinations. The root cause for the removal of the lens could not be determined. A malfunction has not been indicated against the lens. Information was provided that a 23.0 diopter lens was replaced with a 19.5 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported approximately one month following implant of an intraocular lens (iol), the lens was exchanged. Additional information was requested.